Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had received an insulin flow blocked alarm and was damaged. The customer¿s blood glucose level was 177 mg/dl. The customer states having issues with his reservoir and was breaking the o rings out of the reservoir as well as can¿t get insulin out of the bottle. The insulin pump will not be returned for analysis.